Event description:
It was reported that midway into the 10 minute mark of a knee arthroscopy medial meniscus procedure, the distal tip of the shaft at the end of the blades broke off of the device. The device did not hit the scope or bone, and there was no torque. The tip was retrieved. A new device was used. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the distal tip of the inner shaft was partially broken, but still attached to the shaft of the device. Damage was noted on several teeth of the device. The damage was most likely due to the device contacting a hard object during high speed rotation. The instructions for use state ¿do not contact cutters, shavers, or burrs with metal objects as this may cause the device to break or shed metal.¿ the device history record was reviewed and no discrepancies were noted.